Manufacturer narrative:
D10 concomitant product: reltack3x10sw reliatack device w 30 std (lot#: n3f0649y); reltack3x10sw reliatack device w 30 std (lot#: n3f0649y); reltack3x10sw reliatack device w 30 std (lot#: n3f0649y); reltack3x10sw reliatack device w 30 std (lot#: n3f0649y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic incisional hernia repair procedure, while loading the device for mix fixation, the device was unable to load. The issue occurred in 5 devices. The surgeon did not use the devices on the patient. A new tacker was opened and used to resolve the issue. This led to more than 30 minutes extended surgical time.